Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm in a timely matter to indicate an upstream occlusion during therapy. Norepinephrine bitartrate was being administered at a high dose at 60ml per hour. The patient's blood pressure started to drop to a critical level. The pump took a long time to alarm to indicate there was an upstream occlusion. The occlusion was cleared by the clinician and the patient's blood pressure was restored. The patient ultimately died but not as a result of the event as the blood pressure was restored after the event. No additional information is available.